Event description:
Pt was experiencing abdominal pain. Barium swallow performed and they found "access port is broken". Surgery to replace port has occurred. Follow up findings: leakage at or near port tubing connector.

Event description:
Pt was experiencing abdominal pain. Barium swallow performed and they found "access port is broken". Surgery to replace port is pending.